Event description:
The customer contacted philips requesting a parts ID for a battery which may indicate a malfunction of the battery. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.